Event description:
Per the clinic, the patient experienced an infection and non healing surgical wound. The patient underwent a procedure to debride the wound and explant the device on (B)(6) 2020, and was treated with oral and topical antibiotics. It was reported the patient underwent a second procedure on (B)(6) 2020, in order to revise the skin flap. There are no plans to reimplant a new device as of the date of this report.